Event description:
It was reported that while the surgeon was inserting a 5.0mm x 35mm ti pangea polyaxial sr dual core screw the gold interior was out of alignment and the head assembly fell apart after the screwdriver and sleeve were removed. Another screw was used to complete the procedure. All of the original screw parts were removed and nothing was left behind. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.